Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: unk, unk liner, lot: unk. Part: unk, unk cup, lot: unk. Part: unk, unk stem, lot: unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04240.

Event description:
It was reported that a patient underwent a left hip arthroplasty on an unknown date. Subsequently the patient dislocated and received a closed reduction. No revision surgery is scheduled. Attempts have been made and no further information has been provided.